Event description:
It was reported that a user experienced recurrent low glucose readings while using the ilet with a g6 sensor, including an urgent low soon notification and a lowest reported value of 65 mg/dl by fingerstick, with cgm showing as low as 42 mg/dl; the user believed the system continued to deliver insulin as glucose was low, and they administered carbohydrate corrections that were followed by subsequent glucose declines. Symptoms included hypoglycemia with alerts indicating impending low glucose. Outcomes included temporary impairment due to hypoglycemia requiring self-treatment with oral carbohydrates and education on appropriate correction and meal announcement. Investigation included review of synced device data and engineering and medical team log review, along with user education on meal announcements and hypoglycemia treatment. Investigation of this case revealed no confirmed device malfunction based on available information. It was concluded that the cause of the hypoglycemia was unclear, and additional training was assigned to the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.